Event description:
The information provided to sjm indicated the valve was explanted due to an impeded leaflet and replaced with a 21 mm mechanical valve (model and serial number unknown). The physician does not allege the event was caused by the device.